Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The test load was not available for an evaluation. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation energy when attempting to deliver energy into a test load during routine testing. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation energy when attempting to deliver energy into a test load during routine testing. There was no patient use associated with the reported event.